Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported failure was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs are required to address the reported problem. The complaint was not confirmed based on the failure evaluation but confirmed based on field evaluation and the log review.

Event description:
It was reported that during a da vinci-assisted general colostomy closure surgical procedure, the customer called in to report that the master tool manipulator right (mtmr) does not feel right. The surgeon was stating it was taking exceptional effort and awkward hand positioning. The procedure was completed as planned with no reported injury.